Manufacturer narrative:
Patient was undergoing a procedure wherein an scs lead was going to be added. Procedure was abandoned as the physician was uncomfortable with the level of sedation that was able to be provided to the patient. Ipg remains implanted and no product problem was identified. Based on the information currently available, there is no indication the device had any influence on the event.

Event description:
It was reported patient was scheduled for a revision surgery to improve coverage on (B)(6) 2019. The anesthesiologist was not comfortable with the level of sedation that was obtained and decided to abandon the procedure. As such, surgical intervention took place on (B)(6) 2019 wherein a new competitor lead was implanted and connected to the ipg.